Manufacturer narrative:
Concomitant medical products: c2tr01 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell after experiencing an episode of syncope. This caused a hematoma. The device was then found to have a pacing problem. The left ventricular lead and the right ventricular lead had high thresholds. The device was explanted and replaced. The leads remain in use. No further patient complications have been reported as a result of this event.